Event description:
The manufacturer previously received information stating only "active exhalation verification". There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. During the evaluation the device failed a test step for the active exhalation verification step. The device's three-way solenoid valve and system board were replaced to address the issue. An error indicating the device failed to write to the calibration data table was observed. The replacement of the system board would correct this issue. This issue would not affect the device's ability to deliver therapy as designed. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was tested and passed all final testing.